Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. The 4.0mmx20mmx135cm (4f) sterling balloon catheter was used to dilate the lesion. The balloon ruptured at 3 atmospheres on the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.